Event description:
Lvad stopped pumping on 5/26/96 at 10 p.m. After 34 days of implantation. Console changed out but the same problem occurred with the new drive system. The pt's cardiac output fell from 8 to less than 1.5. Explanted lvad 1680 and replaced with lvad 1752 successfully.